Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported, that early sensor expiration occurred. Data was received, but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction; d4: additional device information: correction; h2: additional information: correction; h4: device manufacturer date: correction; h6: event problem and evaluation codes: correction; data: correction.